Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the patient began treatment with dianeal pd4 ultrabag and extraneal therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for pd. The patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was not reported. Treatment was not reported. Eight days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis had resolved, the pt was recovered, and dianeal and extraneal therapies were ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 12l11h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. If additional relevant information becomes available, a follow up medwatch will be submitted.